Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes samples were clotting. The following information was provided by the initial reporter: customer is reporting clotted cbc samples when using product (B)(4), lot 2017201.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-06. H.6. Investigation summary: bd received 100 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting and erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results/clotting) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes samples were clotting. The following information was provided by the initial reporter: customer is reporting clotted cbc samples when using product 368856, lot 2017201.